Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 05-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine at unknown concentration and dosage via an implantable infusion pump. It was reported that the patient went in for a refill. Upon aspiration of drug, the healthcare provider (hcp) found that there was a lot more drug then what was to be expected. There was no environmental/external/patient factors that may have led or contributed to the issue. The patient would have surgery on (B)(6) 2018 to check if there was a kink in the catheter. The hcp believed that there might be a kink in catheter. The issue was not resolved and patient status was alive with no injury at the time of the report. No further complication was reported.